Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
It was reported the patient initially underwent a tka approximately 10.5 years ago. The patient underwent a revision approximately six years later, and then underwent a secondary revision 22 months later after the locking screw came out of the polyethylene liner and appeared to be stripped. The liner appeared to be stable within the tibial tray and was left in place. The screw was located in the retro patellar fat pad and removed.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the xray noted lucency between both bone cement interfaces. A single screw was observed anteriorly, indicating implant disassembly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. It was noted in the review that there was lucency between both bone cement interfaces along the anterior and posterior portions of the tibial plateau. A single screw was observed anteriorly, indicating implant disassembly. Fit and alignment cannot be determined as the field of view is too limited. The device was not returned for further evaluation. However, a photograph of the articular surface was returned for review. Visual inspection of the articular surface found that device exhibits nicks and gouges along the anterior and superior surface. There is also a dark residue at multiple points on multiple points of the device. The exact nature of this device and the residue cannot be determined as the device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Per the packaging insert associated with the tibial plate dislocation and/or joint instability is a known inherent risk of the procedure. However, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The additional information received does not change the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure twenty two months post implantation due removal of migrated locking screw that was found in retropatellar fat pad. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. The additional information received does not change the previous investigation. Medical records review indicates that the patient exhibited pain, instability, numbness and recurrent swelling; fibrous tissue around extensor mechanism; poly found to be loose and not fully engaged in tibial component; tissue sample consists of white-tan and black with fragments of plastic from hardware; synovium evidence of metallosis, synovectomy performed; negative for infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. Concomitant products: nexgen femoral component for cemented use only size e left, catalog #: 00599401591, lot #: 61613136. Heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70884240. Heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70874239. Heraeus medical palacos rg 1x40 single, catalog #: 00111314001, lot #: 70664238. Nexgen tibial component stemmed precoat, catalog #: 00598003702, lot #: 61639929. Nexgen stem extension straight 15mm dia x 30mm length catalog #: 00598801215, lot #: 61639929. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a revision of the articular surface last year, the patient is experiencing further unknown complications. Attempts have been made and additional information on the reported event is unavailable at this time.